Event description:
The facility reported a fail code 12:303. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.

Manufacturer narrative:
Eval. The customer's reported condition of fail code 12:303 was confirmed. A corrective and preventative action and field corrective action have been initiated.